Manufacturer narrative:
The investigation results for this complaint are returned waveone gold primary file 25mm is broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1860947). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that a waveone gold primary 6-file ster 25mm file broke during use. The root canal treatment was stopped due to the file suddenly breaking. The broken part was carefully removed, ensuring that no fragments remained. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803.